Manufacturer narrative:
The device involved in the alleged event was disposed of by the customer. Device not returned.

Event description:
It was alleged that the blanket sprung a small leak during use. No adverse consequences or medical intervention was reported.

Event description:
It was alleged that the blanket sprung a small leak during use. No adverse consequences or medical intervention was reported.